Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, oozing sore in the middle of his back that reaches under the therapy electrode pads. The patient was prescribed an anti-fungal cream for the sore. Follow-up indicated that the sore was improving.